Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune tka to treat degenerative joint disease with significant varus alignment and extension at 5 degrees. The patella was resurfaced and depuy cement x 1 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat instability, pain, falls, and walking difficulty. Upon entering the joint, some peripatellar scar tissue was debrided. The tibial tray and femoral components were both well-fixed but revised. There was no reported product problem with the revised tibial insert. The patella was well-fixed and tracked nicely with the competitor revision construct and was thus retained. The procedure was completed without complications. Doi: (B)(6) 2017. Dor: (B)(6) 2019. Left knee.